Event description:
It was reported, the instaclear sheath metal tube/pin has detached from the sheath (sleeve). It was complete at the beginning of the procedure, but was missing/detached at the end of the procedure. The issue occurred during a therapeutic functional endoscopic sinus surgery (fess). There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage was confirmed. It is likely that the user pushed the scope too far on the sheath closing the gap and breaking the distal tip. The event can be detected/prevented by following the instructions for use which state: caution! Do not force the sheath hub all the way to the light post as a gap between the sheath hub and light post should be seen. If a gap is not visible, damage to the distal end may occur. Olympus will continue to monitor field performance for this device.